Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or the packaging stylette. The balloon failed to deflate. There were no difficulties noted during inflation of the device. Deflation difficulties were noted after the first inflation. An inflation pressure of 13-14 atm was applied. A 1:1 concentration of contrast/saline was used. Difficulty was experience removing the balloon, but no additional equipment was needed to remove the balloon from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use an nc sprinter coronary balloon catheter to treat a mildly tortuous, non-calcified lesion with 60% stenosis in the mid right coronary artery (rca). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties occurred, and the device would not deflate at the lesion site. The device was removed from the body together with the radial artery sheath. The patient is alive with no injury.

Manufacturer narrative:
Additional information: it was detailed that the device was used to post-dilate the deployed non-medtronic stent. The pressure was raised to 10 and could not be deflated. Posterior expansion had the stent released. Image analysis: one still fluoroscopic image has been received from the account. The image shows an inflated balloon in the mid-rca. This appears to be the balloon that did not deflate. The image fails to determine why deflation difficulties were experienced. One still image was received from the account. The photo appears to show an inflated balloon. Contrast is visible in the inflated balloon. The complaint could not be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned to medtronic for evaluation. There was evidence of inflation and dried contrast in the balloon on device return. The proximal balloon bond was necked. It was not possible to preform inflation/deflation testing due to the condition of the returned device. Dried blood was evident in the distal tip and the hypotube was kinked. The luer section of the device did not return and appeared to have been cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.